Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided. Per review of the medical records, the investigation is confirmed for migration of device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration of device or device component. This information was received from one source. This malfunction involved one patient with no consequences. The patient is (B)(6) year old male and weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration of device or device component. This information was received from one source. This malfunction involved one patient with no consequences. The patient is 40 year old male and weight was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided. Per review of the medical records, the investigation is confirmed for migration and malposition. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.